Manufacturer narrative:
It was noted that two angioguard embolic protection devices were unable to be introduced into the body. Another angioguard device was used and it was noted that the delivery sheath was unable to be withdrawn. The device was then withdrawn and another angioguard device was used successfully. Analysis of the second device introduced into the patient with deployment difficulty was received with the distal tip of the guidewire fractured. One non-sterile angioguard rx was received inside of a plastic bag. The filter basket was found over-loaded into the deployment sheath tip; it seems that the filter outside band was forced into the body of the deployment sheath that is why the filter basket got stuck in the deployment sheath tip. The last proximal 47cm of the deployment sheath was unzipped. Two kinks were observed on the delivery wire, at 69 and 70cm from its distal end. Also, the angioguard distal coil wire was unraveled/stretched and the core wire was fractured. No other anomalies were observed. Functional test could not be performed due to the conditions of the received product; the filter basket was stuck inside of the deployment sheath tip due to the filter outside band was forced into the body of the deployment sheath. Sem results showed that the fracture of the distal core tip of the angioguard presented evidence of reverse bending conditions and ductile dimples. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Lake region lot number 10235723 is cordis lot number 70213454. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10235723. This packaging lot contained (B)(4) units, which were shipped from lake region medical on march 11, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as ¿delivery system_ deployment difficulty-unable¿ was confirmed as the product was received. The exact cause of the reported anomaly as well as the deployment unzipped condition, the filter basket overloaded condition, the kinks observed on the proximal section of the delivery wire, the unraveled/stretched condition of the distal coil wire and the fracture observed angioguard distal core wire could not be conclusively determined; however, the analysis of the unit suggests that procedural factors might have impacted the reported failure as well as the damages observed on the received unit. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. Therefore no corrective/preventive actions will be taken at this time.

Event description:
It was noted that two angioguard embolic protection devices were unable to be introduced into the body. Another angioguard device was used and it was noted that the delivery sheath was unable to be withdrawn. The device was then withdrawn and another angioguard device was used successfully. Analysis of the second device introduced into the patient with deployment difficulty was received with the distal tip of the guidewire fractured.